Event description:
It was reported that, "ruled out infection. Removed 40 screw and placed 30mm. Ruled out pseudo tendon impingement. Replaced liner with g 36mm liner and metal 36 head."

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 502-11-60g, lot # 14109201, description: trident hemispherical cluster hole shell. Cat # 17-3605e, lot # 15508701, description: alumina c-taper head 36mm/+5. Cat # 2030-6540, lot # unk, description: cancellous bone screw 6.5mm. It cannot be determined which, if any of these devices may have caused or contributed to this event. An evaluation of the device cannot be performed as the device was not returned (given to patient) to the manufacturer. If it becomes available, the evaluation summary will be submitted in a supplemental report.